Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. Review of the device logs confirmed a power failure occurred but verified the device provided an alarm prior to the event. The battery was replaced and the device was serviced prior to returning the unit to th customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while on a patient. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned device and battery. The investigation determined that the reported event was due to an isolated component failure within the battery assembly. Review of the device log revealed a single occurence of a system fault 74. The investigation determined that the system fault 74 was due to a software issue. There was no patient injury reported for this incident. Resmed reference #: (B)(4).